Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The explant date provided is an estimated date. The exact date of explant is not available. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced an infection after being implanted with a cardiac resynchronization therapy defibrillator (crt-d) system and absorbable envelope. Cultures showed (B)(6). The patient was treated with antibiotics. The crt-d system and absorbable envelope were explanted. The absorbable envelope was partially absorbed and discarded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.